Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. No visible contamination and both seals were intact. Review of the event history log (ehl) showed a battery communication timeout error. Functional testing included powering up the device using mf testing process and the reported issue was duplicated. The cause of the battery communication time out error was related to the battery pack. The battery pack was replaced and power up and self-process was performed. Service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a battery communication time out. No patient injury was reported.